Event description:
Pt sustained a gun shot wound to the proximal femur and was implanted with a trochanteric fixation nail, lag screw and locking screw on an unk date. It was discovered the pt had a non-union and it was noted the hardware did not fail. Pt was returned to operating room on (B)(6) 2011 and the nail and two screws were removed. This is 3 of three reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.